Event description:
It was reported that the device had no output. Attempted to interrogate device but could not obtain telemetry. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had no output. Attempted to interrogate device, but could not obtain telemetry. Tried a second programmer with the same result. A magnet was placed with no patient alert tones heard. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary preliminary analysis found no telemetry and no output caused by a depleted battery that resulted in a loss of functionality. Battery analysis revealed no evidence of an internal short. Further analysis could not confirm an abnormally high current drain condition. Therefore, a cause for the premature battery depletion was not determined. It was reported that the device had no output. Attempted to interrogate device, but could not obtain telemetry. Tried a second programmer with the same result. A magnet was placed with no patient alert tones heard. The device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination. No conclusion can be drawn interrogate, difficult to output, none.